Event description:
Reporter states, pt had revision surgery, due to "broken tibial baseplate".

Manufacturer narrative:
Info provided and examination results suggest that this event is associated with mal-rotation and insufficient cortical support for the device.